Event description:
Per (B) (4) adverse event report, this lead was found to be dislodged via chest x-ray. The lead was successfully repositioned on (B) (6)2009 and remains implanted. Should additional information become available, this event will be updated.